Event description:
It is alleged that the motors failed while the customer was driving the powerchair down a hill in his yard; the customer fell out of the chair and sustained a broken leg.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.